Manufacturer narrative:
H3, h6: the real intelligence cori, rob10024, (B)(6), used for treatment, was not returned for evaluation therefore a visual and functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. A log file/screenshot review was performed. The reported problem was confirmed, it looks as though the tibia was not milled completely flat which would cause the implant to lay at an angle. The screenshots were reviewed with the clinical team, and it was noted that although the complaint states that all the planned resection was taken, there was still blue on the posterior portion of the tibia. Since there is still blue showing on the tibia, it is showing that the bone is not flat and that the implant will sit at an angle. It is possible that the tibia is smaller than what is showing on the screen or that it looked as though the edge of the bone was reached. Since the blue and green colors were not milled from the tibia on the screen, it cannot be confirmed that the cori functioned incorrectly. To avoid this in the future, the ¿refine¿ option can be utilized to ensure that the bone model is showing an accurate depiction of the patient¿s anatomy. The most likely cause of the reported complaint is a discrepancy between what the surgeon is milling versus what the cori is showing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A historical CAPA, nc, hhe/pra, field action review could not be completed. The product was not returned, and no evidence was made available to link the complaint to a CAPA, nc, hhe/pra, field action. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event and a user technique/variance cannot be ruled out as a potential contributing factor as the engineering evaluation identified incomplete tibial milling from the logfiles. The patient impact included the additional proximal tibial saw cut(s)/larger resection to flatten the tibia so the baseplate would sit flush and the required ¿thicker¿ insert; however, no delay or patient injury was reported due to this issue. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, when time to complete tibial resection, he burred anterior portion and took a saw to the rest. He went to burr all to clean up excess bone and once that was completed, the tibial trial would not sit flat. The cori indicated that all the planned resection was taken and had not taken more than plan. The surgeon had to take 2 mm extra with the saw for, the tibial base plate to sit correctly. Patient outcome was good however a larger poly was placed. There was no indication that trackers moved because check points have to be done before making the cuts. The surgery was completed, without any delay, with the same device but also using a saw. No injuries were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).